Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated the device was not working, as he could not inflate it. Upon explant and testing the components, a small leak was found in the tubing near the pump. As a result, the ipp was removed and replaced. No patient complications were reported.